Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42536006402 persona 0* keel right size c cemented tibia, lot#: 65805629. 42522400411 persona articular surface fxd brg (ps) rt 11mm, lot#: 66238915. 42540200029 persona all-poly patella cemented 29 mm dia, lot#: 65335620.

Event description:
It was reported the patient was diagnosed with dvt and fluid on her lungs approximately fourteen days post procedure. The patient was prescribed anticoagulation and a diuretic medications. The patient is to receive dvt treatment for three months.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. Pulmonary edema is a condition caused by too much fluid in the lungs. This fluid collects in the many air sacs in the lungs, making it difficult to breathe. In most cases, heart problems cause pulmonary edema. But fluid can collect in the lungs for other reasons. These include pneumonia, contact with certain toxins, medications, trauma to the chest wall, and traveling to or exercising at high elevations. Pulmonary edema symptoms may appear suddenly or develop over time. Symptoms depend on the type of pulmonary edema. The first treatment for acute pulmonary edema is oxygen. Oxygen flows through a face mask or a flexible plastic tube with two openings (nasal cannula) that deliver oxygen to each nostril. This should ease some symptoms. Depending on the severity of the condition and the reason for the pulmonary edema, treatment might include medication such as a diuretic (lasix) to decrease the pressure caused by excess fluid on the heart and lungs. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.